Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence was not able to confirm the complaint since no series of chronological x-rays were provided in order to observe loosening or migration of the implant in relation to the initial implantation. However, the cup appears to be positioned more vertically than recommended. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) operative note ad (B)(6) 2023, was reviewed by clinician. On (B)(6) 2017, the patient had a failed right total hip arthroplasty secondary to aseptic loosening of femoral stem with periprosthetic osteolysis. Indications for surgery included, loosening of the femoral stem with subsidence and significant osteolysis. The stem was loose at the stem/cement interface. A large osteotomoy was needed to remove the stem and cement. Synthes cerclage wires were used to reattach the osteotomy bone. Depuy components were implanted during this procedure. It should be noted that the removed components were of a unknown manufacturer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint(B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for migration/loosening of acetabular cup. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: unk. Date of revision: unk. Date of event: (B)(6) 2023 (left hip). Treatment: revision; cup and liner were revised.